Event description:
On 07/24/2025, the user reported that the wake button on their device was unresponsive. Initial troubleshooting, including charging and restarting the device, did not resolve the issue. On (B)(6) 2025, a replacement device was initiated. Blood glucose was not affected during this period.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.